Manufacturer narrative:
Device is a combination product. Date of event: used the first day of the month of the bsc aware date. Event date not provided.

Event description:
It was reported that stent dislodgment and embolization occurred. The 90% stenosed target lesion was located in the non-tortuous and moderately calcified left main. A 12 x 4.00 mm promus premier drug-eluting stent was advanced for treatment. However, during positioning, it was caught on the guide catheter and it did not deploy in the vessel. The physician attempted to pull the guide catheter back with the stent inside but it dislodged and embolized in the carotid artery. Another of the same device was deployed in the left main and the patient was fine. Subsequent computerized tomography (CT) scan was performed and the stent was seen open in the carotid artery. A follow-up was scheduled for the patient to determine if further intervention was required. The patient was fine.